Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the catheter had a hole in it and needed to be removed. Additional information: it was reported this hole was found around the 5th cm which was inside the patient. Line had to be replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed as the reported failure could not be reproduced. One 4 fr single lumen powerpicc catheter was returned for evaluation. During the investigation of the returned sample, no damage or defect was found. When the catheter sample was flushed and pressurized, no leaks were observed. This complaint will be recorded for future trending and monitoring purposes.